Event description:
The customer reported that the insulin pump displayed an unexpected fill level, with the gauge showing 105 units instead of the anticipated 260 units. There was no adverse impact on the customer¿s blood glucose level. The customer followed instructions from technical support to disconnect from the site and deliver a 10.2 unit bolus, understanding that this would affect the insulin on board.